Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the devices were conducted. There were four devices returned to cook for investigation; two products returned in opened packaging and two products returned in sealed packaging. The first opened product (#1) would not open by using the handle or manually. No visible damage could be seen on device. The second opened product (#2) opened using the handle, but then it would not close. The handle was disassembled during investigation and could not manually actuate the basket. No visible damage to the device could be seen. The 2 sealed products were opened and function tested, both functioned as intended. A document-based investigation evaluation was performed. A review of the dhrs for the reported complaint device lot revealed eight related non-conformance for ¿basket/grasper will not open/close¿. The eight devices that did not pass the functional checks were scrapped and all remaining device were found to be functional during the multiple checks. A review of complaint history records shows no other complaints associated with the complaint device lot. Because adequate inspection activities had been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the available information, cook was unable to determine the cause of the failure of the devices to not open/close. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of 2 ngage nitinol stone extractor could not be opened/closed during a percutaneous cystolithotomy (pccl) procedure. There were no issues removing the devices from the clamshell tray packaging. The procedure was completed using an older ngage nitinol stone extractor that had been reprocessed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Customer occupation = unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.